Event description:
Bioglude surgical adhesive was reportedly used to patch the dura during a spine surgery (dural use is approved in canada as an adjunct to standard methods of repair, but this is not an approved indication in the u.s). At some point after surgery (date unknown), the pt developed symptoms consistent with csf leakage. Upon reoperation (date unknown), the surgeon noted that the bioglue reportedly was adhered to the dura. However, the surgeon stated that csf was leaking from underneath the adhered bioglue. No additional info pertaining to the event is currently known. There have been no additional complications reported to date.